Event description:
Event description cpi received information that this patient with an implantable cardiovertor defibrillator (ICD) and bipolar lead was experiencing oversensing and inhibition of pacing. The patient was also receiving inappropriate therapy. The patient has another company's pacemaker that was turned off.